Event description:
The device was explanted as the patient suffered from wound dehiscence. The implant extruded through the old incision.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. This is a final report.

Event description:
The device was explanted as the patient suffered from wound dehiscence. The implant extruded through the old incision.